Manufacturer narrative:
Based upon the information provided, the device was being set up for use with no delay to therapy at the time of the event reported.

Manufacturer narrative:
B4:16ul2021. The device was in clinical use, providing therapy at the time of the reported event. No harm or injury has been indicated or alleged. The customer evaluated the device with the manufacturer¿s technical support (ts) assistance and confirmed the reported problem. The biomed replaced and installed the power switch overlay to resolve the reported issue. Unit passed required performance verification tests per philips standards. No parts were returned, but previous investigations have shown the excessive engagement or pressure contact over the light emitting diode (led) while attempting to engage the switch due to the proximity of the led to the switch may cause a separation of the led to the encapsulant. This is subjective to the operator of the equipment, which is why this is not a universal or catastrophic failure of all units.

Event description:
The customer reported that the device had an led alarm error. This the 2nd time the machine has done this within the last month. The device was not in clinical use at the time of the event. There was no report of patient or user harm. The customer evaluated the device with the assistance of the manufacturer¿s technical support (ts).